Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle lite meter, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a faded display issue with the adc blood glucose meter. The customer reported that due to display issue, she was unable to monitor glucose and experienced seizure and loss of consciousness. Paramedics were called and treated customer with glucose gel. The customer was then transferred to hospital where she was treated with d-50 glucose via IV. There was no report of death or permanent injury associated with this event.